Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia, on (B)(6) 2019 with blood glucose level 315 mg/dl and treating with intravenous fluids at hospital. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they trying to treat with 20 unit of insulin by insulin pump for blood glucose level 266 mg/dl. The device will not be returned for analysis.